Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of blood backing up could not be verified due to the product not being returned for failure investigation. The related complaint had two samples returned both of material #24301-0007t, and neither had blood backing up as described. There is no sample for this complaint. A device history record review could not be performed on model 2420-0007 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that blood backflowed into the as lvp 20d 2ss cv IV line during the infusion, as the tubing had "snapped" at the lower y-port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated she hung a normal saline kvo line, bd pump infusion set 2420-0007, vtbi 250ml and rate 40ml/hour. Pt. Called for the nurse and blood was backing up into the IV line. The tubing had been attached into the port closest to the patient. The tubing snapped at the lowest y-port. No patient harm reported. Clinician stopped the infusion, primed another normal saline line and reconnected the IV set to the patient and infusion infused as expected."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood backflowed into the as lvp 20d 2ss cv IV line during the infusion, as the tubing had "snapped" at the lower y-port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "stated she hung a normal saline kvo line, bd pump infusion set 2420-0007, vtbi 250ml and rate 40ml/hour. Pt. Called for the nurse and blood was backing up into the IV line. The tubing had been attached into the port closest to the patient. The tubing snapped at the lowest y-port. No patient harm reported. Clinician stopped the infusion, primed another normal saline line and reconnected the IV set to the patient and infusion infused as expected."